Event description:
It was reported the patient had skin cancer and was wondering if the device could have caused it. It was noted the patient¿s battery had malfunctioned twice. It was reported the patient¿s stimulator was explanted, but the leads were not. It was noted the leads were still visible under the skin. It was reported the pain from the leads made sitting nearly impossible.

Manufacturer narrative:
Concomitant medical products: product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer, patient. Product ID: 3587a, lot# l91280, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. (B)(4).